Event description:
It was reported that lead insulation damage due to lead-to-can abrasion was observed during device replacement. The stored egms showed vf episode detection, but no therapy was delivered. The damaged insulation was repaired and the lead remains implanted. No further noise was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.